Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly. The complaint will be logged into the system for trending purposes. A review of the device build records indicate that there are no discrepancies noted in the build records for this lot.

Event description:
The double pigtail ureteral stent was inserted (B)(6) 2010 in the patient and the stent was stuck on the stone but not encrusted. The first removal attempt on (B)(6) 2011 with gyrus acmi rigid cystoscope was not successful. A ureteroscopy with a laser was used to cut the stent in half and the distal portion of the stent was removed. The patient returned on (B)(6) 2011 for a percutaneous nephroscopy to remove the proximal portion of the stent. As of (B)(6) 2011, the surgeon reported that the patient is fine.